Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the cable was out of electrical specification, causing intermittent telemetry. It was also noted that the label was missing its coating. (B)(4).

Event description:
It was reported that the touch pen for the programmer is out of calibration, despite having been updated. It was also reported the x,y coordinates are off on the touch screen. The stylus calibration was ran and it did not help. The programmer and radiofrequency (rf) head were returned for repair. Both products were analyzed and tested out of specification. There was no patient involvement.